Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient pain after operation: on (B)(6) 2012 the patient ((B)(6)) has broken his femur. On (B)(6) 2012 the patient was treated with a proximal femoral nail antirotation nail. Since this operation, the foot of the patient is 30mm shorter. The patient has problems and pain and still walks with crutches. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.